Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up, non-sustained lead noise due to far r-wave oversensing was observed. Recommended programming changes were made. No further episodes were reported after the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.